Manufacturer narrative:
(B)(4). Report source foreign: japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty , the cup would not assemble with the inserter. The surgery was completed with another identical cup. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d9, g3, h2, h3, h6. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. A g7 osseoti multihole 48mm c, part # 110010262 from lot 6840619, was returned and evaluated against the complaint. Visual inspection found the 1st thread on the inside of the shell to be damaged. Scratches are present on the inner radius near the square orientation feature. The remainder of the shell is in good overall condition with no observed damage to the scallops, locking groove, or outer radius. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.